Event description:
Major pump unit(s) involved: device thrombosis; additional text: inflow canula specific component(s) involved: other component malfunction, specify; additional text: other component: inflow cannula; causative or contributing factor: no specific contributing cause identified; other cause: intervention(s): none; other intervention: implant device type: lvad; malfunction device type:.

Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: other component malfunction, specify.